Event description:
It was reported by service report that the head end hydraulic jack assembly drifts down on its own. It is unknown if there was patient involvement or if there were adverse consequences to report.